Manufacturer narrative:
(B)(4).

Event description:
It was reported stored episodes of auto mode switching and high ventricular rate were observed on a merlin transmission. Those episodes revealed noise and electromagnetic interference. The patient was asymptomatic. The source of electromagnetic interference signals may be from the patients farming equipment. The patient is pacemaker dependent. The device was programmed to the recommended setting. No adverse consequences were reported before, during, and after the event.